Event description:
7mm round of j-p drain placed to left hip during irrigation and debridement of septic arthritis, left hip. Portion of tubing broke off at removal. No problems noted. Small piece removed in physician office.